Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: no defect was found: unable to duplicate compliant. The pump history was reviewed and no evidence of battery life issue was observed. Battery voltages in the black box are within normal specifications. Pump current draws all measured within specification. Removed the pump cover; no intermittent connections or moisture damage was observed.